Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and migration occurred. Vascular access was obtained via the femoral artery. The 80%-85% stenosed de novo lesion was located in the moderately calcified superior mesenteric artery (sma). A 7.0x30x75cm express ld iliac/biliary premounted stent system was advanced and when attempting to advance the stent across the lesion, it was unable to make the 45 degree downward take off so the physician decided to remove the system. While pulling the undeployed stent back into the sheath, the stent dislodged from the balloon into the distal end of the sheath. The physician was unaware of this at the time so when a dilator was inserted into the sheath, it pushed the dislodged stent into the vessel and eventually the stent migrated "to the heart". The stent was snared, however during the snaring process the stent came off the snare and migrated into the left internal iliac artery. As a result, two non-bsc stents were implanted in the common iliac artery extending into the external iliac artery to jail the undeployed stent. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is fine.